Event description:
The hospital reported that a pt was scheduled for a c-section case. An epidural was attempted but was reportedly not successful. The pt was then given a spinal. When incisional was made, pt's blood was reportedly noted to be dark. It took approximately 2-3 minutes to make the incision, which was considered to be longer than usual (longer time was reported to be due to pt's weight). Pt reportedly started to crash. Pt was intubated and placed on the anesthesia machine. The anesthesiologist reportedly depressed the flush button and did not get the response he expected from the flush button. Pt was then transferred to an ambu bag and a portable oxygen cylinder. Pt is reportedly brain dead.

Manufacturer narrative:
Unit was manufactured in 1990. Month of manufacture is not available. The anesthesia machine was quarantined by the hospital following the pt incident. Ge healthcare service representative performed a full checkout of the anesthesia machine and dash monitor. The equipment was found to pass all testing and function within manufacturer's specifications. The reported complaint concerning the flush valve could not be duplicated.